Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. The investigation determined that a miss-wiring connection to the photo switch or to the motor could be a probable, but unconfirmed cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Service history review found there was no indication that the complaint was related to a previous service of the device and found that the device had not been in for service in the previous twelve months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was an error code. There was no patient injury.